Event description:
It was reported that during the implant procedure, the physician felt the lead was tighter than other lead previously implanted. It was also noted no r-wave signal and threshold value measurements could be obtained. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).